Event description:
The xve lvas was implanted on 2002. On 7/2002, the pt informed the distributor's clinical specialist that the inflow valve broke and the beat rate rose suddenly to 115 to 120bpm. The pt was transported to the hosp was tried on a fixed rate, but became symptomatic. In addition, the vent filter on the device was changed and black dust was noted on the filter. As a result, the device was switched to pneumatic actuation and the pt was placed in ICU until a decision was made to re-implant the pt with another manufacturer's device on 8/2002. No further details were provided at this time.